Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to patient injury previously. Device issue: loose stent. It was reported that upon inspecting the device during prep, the stent was observed to be loose: therefore, the device was not used on the patient. There was no patient injury. There is no additional event or patient information available.

Manufacturer narrative:
(B) (4). (B) (4).